Event description:
Patient presented to the physician with a hematoma following implant surgery. The physician attributed this to the use of blood thinners too close to surgery. The hematoma progressed into an infection at the chin incision and the ipg. The entire inspire system was surgical removed (B)(6) 2020 and all pockets and incision were flushed with antibiotics.